Event description:
It was reported that the wake button required multiple presses to turn on pump screen. Customer pressed the wake button multiple times and the wake button performed as intended. The customer reverted to an alternate pump for insulin therapy. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.